Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a device that does not operate after update. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a software failure. A technical support specialist dialed into the clinic and verified that the med application was operational. They checked the maintenance logs and confirmed the presence of a purge error, which could potentially corrupt the med application. Following this, they referred to the knowledge article "proper datasync procedure & how to place new db in es station" and proceeded with a full sync, dropping the database as a preventative measure to rectify the purge deletion error. The full sync was completed without any issues, and the customer confirmed the closure of the case. The system functioned as intended after the technical support specialist repaired the device.